Event description:
As reported, during the procedure of a 26 mm sapien 3 ultra valve in the pulmonic position in a transannular patch via transfemoral approach, the initial 26mm valve appeared to be placed too low and undersized. It was decided to opt to implant 29mm valve higher.

Manufacturer narrative:
Valve malposition and embolization are known potential complications associated with the transcatheter pulmonic valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The edwards sapien 3 ultra transcatheter heart valve is indicated for patients with severe symptomatic calcified native pulmonic valve stenosis. Deployment of the sapien 3 ultra valve in a pulmonic in a previously implanted transannular patch is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 ultra valve in this scenario. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Investigation results indicated that the initial 26 mm sapien 3 ultra valve appeared to be placed too low and undersized. It was decided to implant another 29 mm sapien 3 ultra valve higher. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. The device remains implanted.